Event description:
A partial excerpt from a medwatch report (B)(4) which was received states that: "excessive 'rainout' in the exhalation side of the ventilator's pt circuit is causing the ventilator's exhalation cassette to fail... Filters have been added to the pt circuit to help, but respiratory therapists (rt) are still having to clear the circuit of water every 4 hours to avoid ventilation failure..." (B)(4).

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on the evening of (B)(6) 2010. The patient informed the csr that she does not take any medications to manage her diabetes. On the morning of (B)(6) 2010, the patient reported feeling shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/02/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed